Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the reported issue was due to a failure of the device's system pcb assembly. A replacement for this part is not available due to part obsolescence. The customer was informed that the device is non-repairable and the device was returned to the customer unrepaired.

Event description:
The customer contacted physio-control to report that their device got stuck on the boot up screen. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.